Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported inadequate pain coverage. An x-ray revealed lead migration. A revision procedure was performed. During the revision, the previously implanted anchor became damaged and therefore the lead and anchor were replaced.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: section d4: unique identifier (UDI)#. Section g3: date received by manufacturer. Section g6: type of report. Section h4: device manufacture date. Section h6: evaluation codes. Section h10: manufacturer narrative. Two active anchors were returned. Damage to two eyelets on one anchor was noted, confirming the reported event. Both returned anchors were tested. The anchor with damage to the eyelets passed functional testing without further incident. The second anchor failed functional testing. A piece of debris was noted in between the body and the clamp of the anchor, which was considered a possible root cause of the issue as reported. Two leads were returned. There was no allegation of deficiency with the function of these devices.